Event description:
The technician alleged that the bed had no cardio pulmonary resuscitation function. No pt impact.

Manufacturer narrative:
The technician found the cause to be that the cardio pulmonary resuscitation pedal was out of adjustment. The technician adjusted the cardio pulmonary resuscitation pedal to resolve the issue.